Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the reported cardiac perforation could not be determined. Investigation results suggest that in addition to the procedure itself, patient factors (female gender) and co-morbidities not provided, may have contributed to the cardiac perforation and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), a 26mm sapien 3 valve was implanted in the aortic position by the transfemoral approach. After the operation, heart failure occurred. The ultrasound indicated a possible tear on the right ventricular annulus. The patient's condition was discussed with the patient's family. It was decided to give stop the thoracotomy and further treatment. The patient expired the next day. It was perceived that the patient age and condition may have contributed to the perforation.

Manufacturer narrative:
Additional information from the case imagery review indicated calcification was present on the outside of the aortic annulus. Severe calcification was present on the left coronary cusp. Although the exact cause of the right ventricle perforation was not confirmed, patient factors, in addition to the temporary pacing wire may have contributed to the perforation and subsequent patient death.